Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Patient codes: (B)(4).

Manufacturer narrative:
(B)(4). Citation: j bone joint surg am. 2009;91 suppl 2 (part 1):8-2; doi:10.2106/jbjs.h.01290. [(B)(4)].

Event description:
It was reported via journal article: "title: transosseous suture fixation of proximal humeral fractures". Authors: panayiotis dimakopoulos, md, andreas panagopoulos, md, and georgios kasimatis, md. Citation: j bone joint surg am. 2009;91 suppl 2 (part 1):8-2; doi:10.2106/jbjs.h.01290. The study aimed to evaluate the long-term functional and radiographic results of transosseous suture fixation in a series of selected displaced fractures of the proximal part of the humerus. Over an 11-year period, 165 (from 188) patients (n=71 male and n=94 female; mean age of 54 years) with a specifically defined displaced fracture of the proximal part of the humerus underwent open reduction and internal fixation with transosseous sutures. All fractures were fixed with transosseous, nonabsorbable, number-5 ethibond sutures. Postoperative complications included malunion (n=9), humeral head necrosis (n=11), heterotopic ossification (n=15), signs of impingement syndrome (n=4) and arthritis (n=2). The clinical and radiographic results of this transosseous suture technique were found to be satisfactory at an average of 5.4 years postoperatively. Advantages of this technique include less surgical soft-tissue dissection, a low rate of humeral head osteonecrosis, fixation sufficient to allow early passive joint motion, and the avoidance of bulky and expensive implants.